Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: 97745 programmer s/n (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that, since sunday, their controller was blank and unresponsive. Controller became blank and unresponsive after caller plugged in to charge after their stim had gotten low, to the point of barely feeling it, and their pain was returning. Caller stated that they spoke with medtronic representative, derek riley, today who walked them through a reset of the controller, but issue was not resolved. Agent had caller remove the battery pack from the controller and connect the controller to the ac power supply, caller confirmed green light on ac power cord, but controller did not power on. Caller inserted aa batteries and the controller remained blank/unresponsive. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller. The caller mentioned that they were in a lot of pain, it was uncomfortable to "walk or drive or do anything," and that they had nausea from the pain, due to not receiving stimulation. Caller mentioned they have sciatica and they were feeling constant vibrations. Caller mentioned the scs "really does help him cope" with his pain. Caller reported they see an hcp at the pain clinic, but were unsure of their name.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6) product type programmer, patient h3: analysis of the controller found replaced main board due to corrosion/liquid damage causing charging /power/connection issues. R eplaced lcd due to corrosion/liquid damage. Replaced scratched accent band. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.